Event description:
See initial rpeort

Manufacturer narrative:
Based on the investigation performed for similar cases and on the above information, the most likely root cause of the reported event could be a defective processor board. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Patient identifier - ethnicity there was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility and replaced the device with another one. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system was alarming during setup. Reportedly the flow rate could not be adjusted. There was no patient involvement.